Manufacturer narrative:
The pad-pak was first installed in 25th march 2010 and performed to specification, alongside random manual power ons, up to the 5th october 2014. A fresh pad-pak was installed during this time. Multiple manual power ups, mainly of 10 minutes duration, were recorded between the (B)(4) 2014 and the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation, confirming the reported fault. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.